Manufacturer narrative:
(B)(4). Unit not received in manufacturing mode. Unit passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected low battery alarms were present in the pump trace download. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered when the lithium backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, faded serial number label and slightly peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that batter was very weak and only lasts for 2 hours. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.